Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an irritation at the pod¿s infusion site (abdomen) while wearing the pod between 5 and 24 hours. The patient's blood glucose level reached 12.1 mmol/l (218 mg/dl). The pod reportedly began leaking insulin, which caused the infusion site to be itchy, red, sore, uncomfortable and have visible insulin pooling with some blood and residue when removed. Also, when the patient removed the pod from the infusion site, the skin came off with the pod adhesive. The patient was already at the southend university hospital visiting their sister at the time of the reported event and sought medical attention. The patient received dressing for the wound as treatment. The patient also mentioned that they are using germolene antiseptic cream and savlon spray which was bought at the counter.